Manufacturer narrative:
The product in question was scrapped on site and will not be returning for root cause analysis testing. Due to the lack of information provided and the device not being returned for evaluation, a definitive root cause cannot be determined but may be attributed to a grounding issue at the footswitch connector. Should additional information be provided the complaint will be reopened and updated accordingly. Hologic will continue to monitor and trend for safety.

Event description:
It was reported that the foot switch is stuck and not responding and the c-arm bottomed out which entails that the lower limit switch had been activated, and was preventing exposure. A fe was dispatched to the site and replaced the foot switch. The device was then working as intended. The product in question was scrapped on site and will not be returning for root cause analysis testing. Due to the lack of information provided and the device not being returned for evaluation, a definitive root cause cannot be determined but may be attributed to a grounding issue at the footswitch connector. Should additional information be provided the complaint will be reopened and updated accordingly. Hologic will continue to monitor and trend for safety.